Event description:
During a pfa/af procedure, air aspirated from the sheath after the volt catheter was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.